Event description:
It was reported that the insulin pump was stuck in the lock keypad mode and that the customer could not access the main menu or program anything into the device while attempting to suspend her temporary basal process. The blood glucose reading was 6.7 mmol/l. The customer stated that she had been caught in the rain with the device. She observed that the case had a crack in it, but stated that it had been there for some time. She also reported that the drive support cap was indented. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had cracked case at the display window corners, broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratched display window.